Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10724. During a follow-up in-clinic, loss of capture was noted on the device. X-ray imaging was performed and confirmed dislodgement of the left ventricular (lv) and right atrial (ra) lead. The lv lead was explanted and replaced to resolve the event. The ra lead was repositioned to resolve the event. The patient was stable.